Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system 2. Reference medwatch with patient identifier (B)(6) for the mobile system 1.

Event description:
Reporter stated that customer received the following results on 2 different meters, using different strip lots within 1 minute: 10 mg/dl, 15 mg/dl and lo (result < 10 mg/dl) (mobile system 1, strip lot 278192) and 500 mg/dl (mobile system 2, strip lot 278196) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.